Event description:
It was reported that the buttons on the unit did not function as intended.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The shaver was connected to crossfire console (delivers power) and when the button I (grey button) was pressed the shaver turned off/on by itself. The continuous activation was reproduced. The shaver failed leak test. The shaver leaked at the bottom of right screw on the switch plate. The shaver passed high potential voltage but failed functional tests. The key pad and the switch plate were removed and a good amount of adhesive was present around the keypad and switch plate screw holes. The membrane switch was visually inspected; no moisture was found under the solder joint tape. Moisture was found under the membrane flex on the motor flex tail. The antenna and motor were inspected and no moisture was found. The root cause was traced to water ingress in the membrane switch flex tail. In sum, the product was returned for investigation and the reported failure was confirmed. The failure mode will be monitored for future reoccurrence.